Event description:
International customer reported that a patient presented with an asymetrical abdomen five days following an open incisional hernia repair. The patient was returned to surgery at which time the surgeon observed that a portion of the device was torn at two suture points. The device was explanted and replaced. The surgeon opines that the event is related to excessive tension placed on the device.

Manufacturer narrative:
Result: a photo of the explanted device was examined. The photo image only covered a section of the device so the size of the device could not be determined. No orc component is clearly observed. There is a section along the perimeter of the mesh that appears to be torn. The torn site did not appear to be large or long, perhaps up to 2cm in size. The cause and circumstances of the tear could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.